Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was intermittent. The cause for the failure was isolated to a creased rear button cable and damaged trace. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn: (B)(4) to report that the monitor response buttons were non-functional.